Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and upon successful reset, the malfunction code did not recur. The customer was able to continue using the pump, acknowledging and understanding the resolution provided.